Event description:
Porto-cath inserted 1/5/94. Recently no blood return so porto-cath removed, on 2/18/94. Noted frayed, jagged distal end. Chest x-ray confirms tip of porto-cath remains in patient. Attempts to remove unsuccessful.